Event description:
It was reported that the subject device had an output button that stopped working. The issue occurred during the beginning of the robotic assisted prostatectomy procedure. The procedure was completed using a similar set of equipment. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had an output button that stopped working. The issue occurred during the beginning of the robotic assisted prostatectomy procedure. The procedure was completed using a similar set of equipment. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, during inspection there was a reportable malfunction found: no rf energy output a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.